Event description:
Customer reported that the insulin pump required frequent battery changes and rejected new batteries. Customer reported receiving no delivery alarms and having to start the rewind process several times. Customer stated that the insulin pump's battery compartment was chipped and the display screen was cracked. Customer also stated that the insulin pump periodically shoots insulin out during priming. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.